Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had ran out. An attempt to obtain additional information but was unsuccessful. There was no resolution provided as of the moment. To date, the pacemaker remains in service. No adverse patient effects were reported.